Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that when the ventilator is used in the hospital, the ventilator alarms, and the leakage rate is high, resulting in low tidal volume. The device was in use and the patient was swapped to another device with no harm. It is confirmed that the device was alarming as intended. The hospital found a third party to replace the filter, and the equipment returned to normal use. The defective part has been discarded. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received information that a patient was having difficulty breathing, and upon arrival at the emergency center, the doctor used a v200 ventilator. The ventilator alarmed due to high leak volume, leading to low tidal volume and malfunction. This fault severely impacted the rescue efforts. Further information regarding the reported event has been requested.